Event description:
It was reported that the coil stretched and broke within the patient. An embold fibered 2x4 was selected for use to treat a bleed in the lower gastrointestinal tract. The target lesion was located within a less than 2mm vessel. During the procedure, the coil and a tiny fragment of the coil wire detached in the patient. The portion of the coil remained implanted, and there was no report of additional intervention. The physician stated there was no harm caused to the patient. No further information was provided despite request by boston scientific.

Manufacturer narrative:
Investigation results: device analysis findings: the returned device consisted of an embold fibered delivery system with the perforations broken. The delivery sheath, pull wire, coil, and the proximal detachment end were not returned. Microscopical examination revealed a polymer shaft kink located approximately 0.5 cm from the proximal coupler. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the embold device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically". The reported information and device analysis do not clearly indicate a cause of the reported issue.

Event description:
It was reported that the coil stretched and broke within the patient. An embold fibered 2x4 was selected for use to treat a bleed in the lower gastrointestinal tract. The target lesion was located within a less than 2mm vessel. During the procedure, the coil and a tiny fragment of the coil wire detached in the patient. The portion of the coil remained implanted, and there was no report of additional intervention. The physician stated there was no harm caused to the patient. No further information was provided despite request by boston scientific.